Event description:
It was reported that during use on a patient the cs300 intra-aortic balloon pump (iabp) battery died while it was plugged into ac. The iabp then shut off when it was unplugged for transport. The iabp was swapped and the patient was transported without issue. No patient harm or adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and verified that it had defective batteries and had no portable operation. The battery charging and voltage indices read "invalid" in diagnostics. The charge indicator led was not illuminated. The stm replaced the batteries and the iabp now charges properly. The stm verified portable operation functions according to specifications. In addition, the stm saw fault codes 66 and 45 in the fault log. He then performed the safety vent leak test 3 times and the iabp passed. The iabp was calibrated and passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.

Event description:
It was reported that during use on a patient the cs300 intra-aortic balloon pump battery died while they had the iabp plugged into the ac. No patient harm or adverse event was reported.